Manufacturer narrative:
The customer¿s report that a free flow event occurred during an infusion of an unspecified medication was not confirmed in the logs or replicated during testing. Inspection of the source pump module found no irregularities. The review of the pump module event log identified a primary infusion for pump module s/n (B)(4) was programmed for 2 different medications by user of on (B)(6) 2019. The first infusion program was channeled off by user and system was powered down. After system is powered back up, the second infusion program was inputted and started. The rate was changed 2 times and the device was paused and then removed from system total volume infused was approximately: 1st infusion: 0.148ml and 2nd infusion: 88.924ml. The source pump module was tested using alaris system over infusion test method and found the device delivering IV fluids in specification. Testing found the device delivering fluid in specification. During the test infusion the drip chamber was monitored for irregular flow or drip patterns that could be associated to unregulated flow. There were no anomalies observed. The root cause of the report was not identified.

Event description:
It was reported that the patient experienced a long contraction during a pitocin 30units/ns 500ml infusing at a rate of 1mu/minute with a vtbi of 500mls. The patient's long contraction led the rn to stop the infusion. When the infusion was stopped the rn noticed that the pitocin continued to free flow. The patient's long contraction resulted in fetal heart deceleration and required terbutaline to relax the uterus. The baby required oxygen and a lactated ringers IV fluid bolus for resuscitation. Other than the long contraction, there was no lasting effect to the mother as a result of the event.

Manufacturer narrative:
Additional patient information: diagnosis; induction of labor for gestational diabetes. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the patient experienced a long contraction during a pitocin 30units/ns 500ml infusing at a rate of 1mu/minute with a vtbi of 500mls. The patient's long contraction led the rn to stop the infusion. When the infusion was stopped the rn noticed that the pitocin continued to free flow. The patient's long contraction resulted in fetal heart deceleration and required terbutaline to relax the uterus. The baby required oxygen and a lactated ringers IV fluid bolus for resuscitation. Other than the long contraction, there was no lasting effect to the mother as a result of the event.